Event description:
The caller reported that the insulin pump alarmed no delivery multiple times. The customer experienced high blood glucose levels. His blood glucose level was above 400 mg/dl. The customer was having difficulty breathing. The customer's previous infusion set had air inside. The no delivery alarm was resolved with a complete infusion set change. The customer's doctor advised him to revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.